Event description:
A report received from the hospital (medicor) associated a cypher stent with partial detachment from the balloon, under-expansion and inaccurate placement. No information was given regarding the target lesion or the vessel attributes and lesion characteristics. The indication for the percutaneous coronary intervention was not given either. But during positioning of the cypher stent, the stent partially detached from the balloon. It was then deployed, deployment pressure unknown. However, the stent was not accurately placed and was under expanded. The distal part of the stent was first post-dilated with a 2.5mm x 15mm balloon to provide room for post-dilatation to the whole stent with a 3.5mm x 15mm balloon. Due to inaccurate placement secondary to the partial detachment, another cypher stent was deployed proximally to cover the stenosis. Final angiographic results were good and the patient suffered no adverse effects.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united stated cypher sirolimus-eluting coronary stent. Please note that device code represents; stent offset/out of position and inaccurate placement and under expanded stent. Additional information will be submitted within thirty days upon receipt.